Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false tachycardia episodes due to noise. Additionally, it was reported that the icm was oversensing. The physician attempted unsuccessfully to reproduce the noise with pocket stimulation and the signal "suddenly changed." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced.